Event description:
It was reported that during an unk procedure, the handpiece gave an error code 3. Customer cannot provide any more details about the circumstances in which the issue occurred. No pt consequence was reported.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was returned and was tested on a generator and gave an error code 4. It no longer meets design specifications for continuity. The hand piece was disassembled and evidence of moisture ingress was found. Due to this condition, it may result for an error code 3 to occur. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.